Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company representative that a vns patient was in a follow-up appoint and high lead impedance (>10,000 ohms) was read during diagnostics. The patient's generator was programmed off due to the high lead impedance and was referred for x-rays. Further information was received from the patient's treating neurologist indicating the high lead impedance was found on (B)(6), 2011. Furthermore, the treating neurologist had no additional diagnostics for the patient to pin point good results as the patient was a new referral. There was no medical history of any severe trauma. Manipulation was as in daily care of a severe motor and mental handicapped youth in accordance to the treating neurologist. X-rays were taken and received by the manufacturer. Review of x-rays revealed that the generator placement appeared to be normal and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. A portion of the lead was behind the generator. Acute angle observed in the neck area. No lead breaks were observed in the portions of the lead that could be assessed. At the moment no interventions have been planned yet.